Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 96mg/dl, 441mg/dl, 340mg/dl. Tests were done within <10 mins with a difference of 70%. Pt did not experience any adverse events. No further info has been reported. Note - customer used same finger stick for all 3 tests and expired strips.